Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Bending section cover had discoloration. The electrical connector had corrosion due to water leakage. The adhesive on the bending section cover had a crack. Switch #2 had discoloration and switch#4 had wear. Switch#2, the universal cord, the plastic distal end cover, and the connecting tube all had a scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had water supply failure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was observed that the nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not correctly implemented in line with the instructions for use (IFU). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.